Event description:
No harm to patient. Date of event [redacted]. Did bedside report with rn and made sure to pause the kangaroo pump and outline feed level (500ml). When it was time to give bolus feed (300ml), machine was checked for accuracy and restarted. When scheduled meds were due, I went into pt room to find that the bottle of feed was infused. All information in regard to the event and product are provided in this medsun report.